Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend instrument had a slight movement/jump during the cut. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the issue seems to be with the universal surgical manipulator (usm) 3 but had not tried on another usm. The isi technical support engineer (tse) reviewed logs and found no related entries. The procedure was completed with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend instrument has a slight movement/jump during the cut, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. Fse tested the vessel sealer extend instrument on all usms multiple times without irregularities. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause of the alleged issue of instrument's slight movement/jump during the cut cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 13-apr-2023 and obtained the following additional event information: the surgeons head was inside the surgeon console¿s high resolution stereo viewer. The ¿jump¿ only occurred while delivering energy with the vessel sealer extend. The instrument moved in the intended direction it was supposed to. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The issue was persistent only when delivering energy. The tech removed and reinstalled the instrument. The instrument was inspected prior and there was no noted damage. The instrument will not be returning for analysis. Additionally, video clips of the reported issue were reviewed by the intuitive surgical, inc (isi) clinical development engineer (cde) and the following information was obtained: the video clips of the reported issue were submitted by the site for evaluation. A clinical development engineer (cde) reviewed the video clips of the reported non-intuitive motion and observed a ¿slight movement/jump¿. It was mentioned that the tiny twitch was likely from the mechanical engagement of the knife. The cde also stated that the observed twitch when the knife engages is normal.